Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the syringe sizer sensor. A review of the device history record showed the device had a manufacture date of 19feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device failed 20 mil barrel clamp. Failed 20 mil barrel clamp and orig failed calibration all while doing pm. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device failed 20 mil barrel clamp. Failed 20 mil barrel clamp and orig failed calibration all while doing pm. There was no additional information provided and no patient involvement.